Manufacturer narrative:
Patient identifier, date of birth, and weight not available for reporting. Date of device migration is not known. (B)(4). Device was not explanted, complainant part is not expected to be returned for manufacturer. Review/investigation. Hospital telephone not available for reporting. DHR review for part # 04.038.280s lot # h198742. Release to warehouse date: 10 january 2017. Expiration date: 01 december 2026. Manufacturing site:(B)(4). DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of tfna helical blade 80mm sterile product was processed through the normal manufacturing and inspection operations but 1 nonconformance was noted. Nr-0051112 was written for a cosmetic concern for debris/spots on the part surface found prior to inspection. The entire 34 piece lot was reworked for a recleaning operation and inspected. The nonconformance is not relevant to the complaint because debris/spots on the part surface would not contribute to this procedure nor cutout condition. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Customer quality conducted an investigation of the returned x-rays. Product was not returned. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Complaint could be confirmed as x-ray review does show visually the cut-out of the tfna helical blade l80 tan. Dcrm-review: the complaint is adequately addressed by the risk assessment. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: the reported devices were used in the surgery for the femoral trochanter fracture on (B)(6), 2017. It was found on (B)(6) 2017 that there was a cut-out. The reduction and fixation for the intramedullary nail were performed by using the k-wire anteriorly. The set screws were finally tightened by using the t-shape torque wrench with a 1/4 rotation back, having its sliding mechanism allowed. Although the reduction was not sufficient, the blade itself did not have the sliding mechanism at all; therefore, the head of the femur became shortened. The medical follow-up had been done so far. If the patient develops pain due to the progression of the blade cut-out, the re-operation (the blade replacement or the bha) will be considered. Patient had no pain. The patient is currently in the nursing home and barely walks. The initial surgery was extended for 15 minutes. Concomitant devices reported: end cap for tfna 5mm (04.038.005s, lot l178148, quantity 1), 10mm 125 degree cannulated tfna 170mm (04.037.012s, lot 9978082, quantity 1), 5.0mm locking screw with t25 stardriver 36mm for im nail (04.005.526s, lot l169996, quantity 1) this report is for one (1) tfna helical blade 80mm. This is report 1 of 1 for (B)(4).